Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The service engineer replaced the articulation arm to resolve the customer¿s immediate concerns. The articulation arm was evaluated and was found to function as expected. When the cable that controls the locking of the arm was tested, the arm would lock correctly. The reported failure was not able to be reproduced. The system has returned to service with no similar issues reported.

Event description:
It was reported the swivel mechanism of the affiniti 50 ultrasound system¿s control panel did not lock properly while transporting the system within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.the philips service engineer evaluated the system and verified the reported issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.